Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: presence of particles; particles are located within the fluid path. Event details: during the processing of product codes 302055 (20 ml syringe) ¿ 300223 (50 ml syringe), operators discarded many units for a variety of reasons. Below the main defects found (in attachment some representative photos): presence of particles; broken piston head; presence of ink burns/stains; damaged luer lock; crooked luer lock; scratches on screen printing; loose gum. Per customer response 17jun2025: is it possible to check the specific problem with each batch supplied? The defects found on the 20 ml syringes are mainly: presence of particles/foreign bodies and faded/non-homogeneous screen printing in all points. Have these problems been identified before use? Yes, it is production waste. Can you confirm whether the observed particles are inside the fluid path, outside the device, or inside the product packaging? Particles are located within the fluid path is it possible to obtain more information about "loose rubber"? Is there a substance in the product? Is there a detached component? Please describe. The black rubber is melted/melted. Does "broken piston head" mean the part of the piston that is pressed with the thumb? Yes, exactly. Can you specify which fault is associated with specific batches? The same problems are recurring on all batches of 50 ml syringes (code 300223). The defects found on the 20 ml syringes are mainly: presence of particles/foreign bodies and faded/non-homogeneous screen printing in all points.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Nine samples were provided to our quality team for investigation. The samples were received in two separate bags, each categorized by defect type: particles and embedded particles and stains. Given the samples arrived without their packaging, we cannot identify which syringe corresponds to each lot. The following outlines our observations: particles: four syringes showed the presence of particles inside the barrel. Embedded particles and stains: two syringes exhibited small ink stains on the outer surface of the barrel. One syringe contained embedded particles on the plunger rod. No visible defects were observed on the remaining two syringes. A device history review was performed for lots2401027 and 2503003. No deviations or non-conformances related to any of the observations were identified. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. While we could not identify a direct issue, the defects observed may have occurred during different stages of manufacturing: embedded particles were likely caused by dirt in the mold that may have entered the material during injection. Particles inside the syringes likely generated during assembly, possibly due to friction between the syringe and manufacturing equipment. Stains on the barrel may have happened during the scale marking process, possibly due to ink transfer or drying issues. Manufacturing personnel have been notified of these observations to increase awareness during our inspections.